Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Electrical testing found an internal shorts between conductors due to the over torqued inner coil in the connector region. The cause of the reported event was due to the over torqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited low pacing impedance. The lead was not used and replaced during procedure. The patient was stable.